Manufacturer narrative:
A philips field service engineer (fse) went on-site to evaluate the device and to collect log files for review. Logs were sent for evaluation by quality and research and development staff. The logs indicated that a v-tach alarm was acknowledged at 10:05:40 and an audible red alarm sounded at 10:05:41; the alarm was silenced at the central monitor at 10:05:48. The data provided is consistent with the central station performing to specifications as designed. The results of the investigation were provided to the customer via formal letter. No parts were replaced. No device malfunction occurred. The investigation has demonstrated that alarms were provided at the time of the event and were silenced by a user at the information center. A formal response was supplied to the customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a serious injury and requested a review of the central station alarm logs. The nurse alleged that there was no alarm notification at the central station.